Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's scs ipg became inoperable during a surgery. A company representative confirmed the issue using the clinician programmer (cp). The cp displayed an error message: "ipg repair attempted, the programmer will reconnect when ipg is ready." The representative attempted multiple times to connect to the ipg, but to no avail. The rep did place the device into surgery mode prior to the use of monopolar electrocautery. In turn, the physician explanted and replaced the patient's scs ipg. The issue has since resolved.